Event description:
Physicians did not feel act+ results were as expected for two patients when using hemochron signature plus instrument/act+ cuvette assay. This report is for patient 1 of 2. While undergoing a catherization procedure post mi, baseline act+ of 132 established by physician after 500 ml heparin drip followed by 300 ml flush. Approximately 10 minutes later, patient given bolus of 3000 units heparin. Approx 10 minutes after bolus, act+ result was 169. No additional heparin administered nor report of a subsequent act+ test performed. Physician reports expecting act+ >200. No adverse event, serious injury or intervention reported.

Manufacturer narrative:
(B)(4). Customer supplied additional investigative information: - eqc performed and acceptable. Lqc performed and acceptable. Manufacturer evaluation / investigation in process.